Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: lateral femoral condyle collapse with subsidence of the lateral aspect of the femoral component and resulting marked valgus alignment of the knee. Marked osteopenia. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. UDI: (B)(4). Concomitant medical products: biomet finned pri stem 40mm item# 141314 lot# 268000, biomet ilok pri tib tray 71mm item# 141213 lot# 520790, series a pat std 34 3 peg item# 184766 lot# 263940, vngd ant stblzd brg 12x71 item# 189062 lot # 765150. Customer has indicated that the product will not be returned to zimmer biomet for investigation, hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right knee arthroplasty and subsequently was revised due to collapse of the lateral condyle of the femur. There is no additional information at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown knee component, unknown tibial tray, unknown knee component. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right knee arthroplasty on unknown date and subsequently is being considered for revision due to collapse of the lateral condyle of the femur. There is no additional information at this time.